Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: the instructions for use for the impella cp with smartassist for use during cardiogenic shock and high risk pci states the following section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿.

Event description:
It was reported that an impella cp was implanted in a shallow position. Attempts to reposition the pump were unsuccessful due to the patient's anatomy. The pump was explanted and the patient survived.

Manufacturer narrative:
The investigation of positioning issues has been completed. Product was not returned for review. The root cause of positioning issue was most likely patient condition related since the patient has small aortic arch and small left ventricle (lv) resulted in difficult advancement the pump to lv.